Event description:
In 2001, it was reported to arthrocare corporation that the screen of a turbovac 90 had become detached from the device within the patient. It was reported that surgical intervention was required to locate and remove the screen from the patient.